Event description:
It was reported that during an implant procedure, the lead dislodged while the sheath was being slit. Another sheath was used, and the lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.